Event description:
It was reported when a fatigued patient presented via merlin.net in backup vvi. The patient was brought into the clinic for further troubleshooting and the device was found in backup vvi. The patient reported having an MRI a few months ago. Initially, a device download was performed successfully but then the device was explanted and replaced due to the backup vvi status and the patient being a pacer-dependent. The patient was stable before, during, and after the procedure.